Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the lad. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.